Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and flat crease. There are no openings in the device. Cloudy gel was observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings observed in the device.

Event description:
Healthcare professional reported a right side "deflation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "deflation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "deflation". The device has been explanted.